Manufacturer narrative:
Unfortunately we have not received enough information for a detailed investigation up to now. Due to a lack of fragments and information about the laser engraving, the identification of the complained ball head is only possible based on the information provided. With this information the complained ball head could be limited to shop order 7010178380 and 7010178379. Protocols and acceptance certificate were reviewed. The quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. The ball head properties and the microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations can not be done.

Event description:
(B)(6). Post operative breakage of ceramic ball head; patients left side. Primary surgery reported as 2013; exact date not reported. Additional components filed as concomitant medical products.